Event description:
The customer reported that the jaws of the device would not open during the procedure. The device was removed with surgical scissors. There was no pt injury.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not stuck shut. They opened and closed normally when the handle was activated. The customer's report could not be confirmed.